Manufacturer narrative:
The pod was received with the needle mechanism assembly undeployed. The pod data showed no alarms, timeouts, or drive stalls. The pod was received deactivated at the end of second prime. The rotational sensor data showed that first prime ended earlier than expected. Due to the early end of first prime, the ratchet gear did not rotate enough for the needle to deploy by the end of second prime. The drive mechanism assembly as well as the needle mechanism assembly showed no damages or deficiencies. The commutator cap was observed to be contaminated and scratched, which would prevent normal operation of the pod. The timing and the cause of the contamination could not be exclusively determined. The rotational sensor assembly malfunction can be confirmed as the cause of the reported needle mechanism failure.

Event description:
It was reported by the patient that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was worn less than 1 hour. No impact to the patient's glucose level was reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.